Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Analyst commented, lead returned with the helix retracted and tissue /blood visible in it. Removed tissue/blood, helix works within specification. (B)(4)

Event description:
It was reported that during the implant procedure, the implantable pacing lead appeared to be screwed, however impedance was observed to be high. The ipl was positioned and re positioned several times, yet the high impedance remained. It was also reported "was impossible to screw correctly the lead". The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.